Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, the unit was found to have component u2 (mcu power supply) circuitry failure on system board. As a result, u2 output was measured to be approximately 0.4vdc (expected 3.5vdc). This would have prevented the unit from being able to run on battery or charge the battery to acceptable capacity. A service history record review reveals that this unit was in the field for over six (6) months with no previous reported issues prior to this reported event.

Event description:
It was reported that device will not hold a charge or run on battery. There is no pt info available.